Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Rossi, 1998, cook cotton-huibregtse® biliary stent size: 10fr and long -term efficacy of endoscopic stenting in patients stricture of the biliary anastomosis after orthotropic liver transplantation in one case a clogged and obstructed stent was found ¿ stent was removed and replaced. Patient info: 15 patients (9/6 male to female) 28 - 55 yrs with biliary obstruction syndrome.

Manufacturer narrative:
Supplement report being submitted to notify this complaint is due for cancellation.

Event description:
File to be cancelled per confirmation on 28-sep-2022 and combined with (B)(4) (emdr # 3001845648-2022-00409).